Event description:
The user facility reported that during two esophagogastroduodenoscopies, the image was observed to be flickering, and the image could no longer be visualized. Both procedures were reportedly completed with a similar, but different device and there were no patient injuries. The user facility reported to have observed the same phenomenon in a previous procedure, but elected to use the device again.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation confirmed the user's report of the image intermittently flickering and blacking out. The device passed the leak test, but there was evidence of fluid and corrosion inside the endoscope connector and electrical connector. The flexible printed circuit board terminal and micro-connector was also found corroded and burnt. Additionally, the narrow band imaging (nbi) function and ID data transmission was found not functioning. The cause of the user's experience was determined to be due to fluid invasion. As the device passed the leak test, the source of the fluid invasion appears to be due to user mishandling. This report is being filed as a medical device report in an abundance of caution.